Manufacturer narrative:
The reported output anomaly was confirmed in the laboratory and was due to a damaged high voltage output circuitry. The cause could not be determined.

Event description:
It was reported that patient presented to ER after receiving a shock. An alert showed possible output circuit damage. Device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.